Event description:
The patient visited the hospital late evening on (B)(6) 2020 and was administered anti-arrhythmic medication. The medication was adjusted every time the ventricular tachycardia occurred. The arrhythmia was temporarily suspended due to direct cardioversion which was performed on (B)(6) 2020, but then it was sustained and recurred off and on. Ventricular assist device (vad) flow was considered to be decreased at the time. The patient felt ill at the time of the events. The arrhythmia was unrelated to the device, it was caused by development of the patient's primary disease.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. This section also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, provides information regarding the assessment of pump flow, and states that changes in patient conditions can result in low flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in low flow, including changes in patient conditions. Section 6, "patient care and management," also lists arrhythmia as a potential postimplant complication. A direct correlation between the reported cardiac arrhythmia and the device could not be established through this evaluation. (B)(6) was exchanged on (B)(6) 2020 and evaluated under MFR # 2916596-2020-02266. No product is available for investigation for this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted to the hospital for continuous supraventricular arrhythmia from (B)(6) 2020. Direct current cardioversion was performed. There was not thought to be a causal correlation between this event and the device.